Event description:
It was reported that a port catheter allegedly broke in the infraclavicular region, which was confirmed by fluoroscopy. It was further reported that the broken piece was not retrieved immediately; however, was removed a few days later by interventional radiology. There was no report of migration of the broken catheter portion when it was removed. There was no reported patient injury.